Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage was found on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump went completely blank. The customer's blood glucose was 57 mg/dl at the time of incident. The customer's mother stated that the insulin pump was exposed to moisture. The customer's mother stated that there was fluid under the lcd display. The customer's mother stated that the display was blank at the time of call. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.